Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In house testing was completed using panels which mimic patient samples using lot 50314be00. Lot number 50314be00 contains the same bulk material as lot number 50314be01. All specifications were met and no false non-reactive results were obtained indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 50314be01 was identified.

Event description:
The customer reported a false negative architect syphilis tp and provided the following data for 1 patient. (Customer reference < 1 s/co is non-reactive) initial result was 0.97 (non-reactive), retest 0.95 (non-reactive). Results from other platforms more than 20 s/co (positive). There was no reported impact to patient management.

Event description:
The customer reported a false negative architect syphilis tp and provided the following data for 1 patient. (Customer reference < 1 s/co is non-reactive). Initial result was 0.97 (non-reactive), retest 0.95 (non-reactive). Results from other platforms more than 20 s/co (positive). There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8d06-28 / 38 / 29 / 39, 8d06-32 / 42 / 74 / 77 and there is a similar product distributed in the us, list number 8d06-31 / 41. E1 - complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.